Event description:
It was reported that pump displayed malfunction alarm malf 16 and could not be reset, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.